Event description:
The patient's test strips fell out of range using the control solution. The patient ran control solution twice and received a 135 with a range of 96-128. Patient's mother gave her son some syrup due to a low blood glucose reading. Due to the low reading on the meter the mother took her son to the hospital where he was treated with an IV. Reporter mentioned that her son was not feeling well at the time of testing his blood glucose and receiving the low reading. The test strips were in good condition and not expired. The control solution was not expired. Customer care advocate (cca) had the patient retest using the control solution and test strips fell within range 128 (96-125). Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, reading at the hospital and the diagnosis, and the exact treatment given. The complaint is being reported since the test strips failed twice using the control solution and the patient was treated by a medical professional.